Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the reporter indicated the lens was implanted in the patient's right eye (od). The lens was explanted due to excessive vaulting, elevated intraocular pressure, narrowing of the angle and shallowing of the anterior chamber depth. The lens was exchanged for a shorter lens. The patient's post-op uncorrected visual acuity was 20/20 but is improving. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to angle closure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.